Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a driveline fault alarm that started on (B)(6) 2022. It was noted that there was a nicked area on the patient side of the modular cable and was the only area of damage. Log file analysis was performed and confirmed there were visual and audible driveline power a fault advisory alarms on (B)(6) 2022 at 21:36:53 which was an indication of an increase in the resistance along the path of power a line. The modular cable and system controller were exchanged which resolved the alarms. Related manufacturer's reference number for the exchanged modular cable: 2916596-2022-10495.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number (B)(6) was evaluated following the reported event of driveline power fault alarms active. The heartmate 3 system controller was returned to abbott in unremarkable physical condition and a log file was downloaded. Additionally, a log file was submitted for analysis. The submitted log file contained data spanning approximately 11 days (03apr2022 ¿ 14apr2022). The log file captured a driveline power fault from 13apr2022 at 21:36:53 to the last event in the log file (14apr2022 at 11:34:10) due to a pwr a broken fault. During the duration of the alarm being active, pump speed was not affected. Additionally, the downloaded log file from the returned system controller (labeled (B)(6) contained data spanning approximately 2 hours on 20apr2022 (11:35:51 ¿ 13:44:11). The log file captured a driveline power fault from the first event in the log file (20apr22022 at 11:35:51) to 20apr2022 at 13:43:25 due to a pwr_a_broken fault. During the duration of the alarm being active, pump speed was not affected. The alarm resolved when the controller was disconnected from the driveline and powered off and was not active when the controller was returned to abbott during preliminary testing. The system controller was functionally tested at abbott and operated as intended. The controller was connected to a mock circulatory loop for an extended period of time and operated as intended. The power cables and modular cable were manipulated in attempt to recreate the reported event and it was unsuccessful. The returned modular cable that came in with the controller was connected to the system controller and loop and immediately the driveline power fault was active, indicating that there was an issue with the returned modular cable (investigation of modular cable is under MFR# 2916596-2022-10495). Provided information stated that the old controller and modular cable are being returned. The event log file is approximately 10 minutes in duration and shows the dl power fault did not reoccur (after exchange). The remainder of the log file is unremarkable. The reported event could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on 05may2021. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.